Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing came apart while sleeping event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was 350 mg/dl and the patient was treated with correction bolus. No further information available.